Event description:
It was reported that a patient required hospitalization and a dye study was performed. The patient experienced increased spasticity and sweating (diaphoresis). The cause of the symptoms was not determined. The patient was still in the hospital as of (B)(6) 2015 and no further follow up was available at the time of this report. The pump was used to infuse gablofen (baclofen). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8711, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).